Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect i1000sr analyzer. The following data was provided: initial: 51.83 u/ml retest: 14.35, 9.98 u/ml; the last value was 13 u/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
This information was inadvertently missing from the initial manufacturer report. This report is being filed on an international product, architect ca19-9xr list 02k91-25, that has a similar product distributed in the us, list number 2k91-27. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing was completed using retained kits of reagent lot 29274m500. Acceptance criteria were met, which indicates acceptable product performance. Complaint information reasonably suggests the instrument is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.